Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that a scoliosis patient had to have a revision procedure because the rod had fractured. On opening the surgeons found that extended connector small had broken on convex side of spine at the proximal part of the implant. Surgeons felt this was a rotational fracture of the implant.

Manufacturer narrative:
Method: device history review; patient history review; complaint history review; risk assessment results: an xia 4.5 extended connector small was confirmed to have fractured via visual inspection and an x-ray image. Based on the x-ray image, a fracture of the component in the area appears to have been yielded under instantaneous load or too much fatigue induced. The x-rays show that there were only two screws placed on the both ends of the spine. Patient history review according to the communication log showed that the patient had lengthening twice. The connector had broken on the convex side of the spine at the proximal part of the implant which could be a result of an added force by the placement of the screws. Conclusion: the root cause of the failure is likely due to the additional force exerted by the placement of the screws.

Event description:
It was reported that a scoliosis patient had to have a revision procedure because the rod had fractured. On opening the surgeons found that extended connector small had broken on convex side of spine at the proximal part of the implant. Surgeons felt this was a rotational fracture of the implant.